Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial (B)(6) : , (B)(4) applicable codes for nim 4.0 console , s/n: (B)(6) imdrf codes: fdm b17, fdr c20, fdc d14 and img g02030. Applicable codes for nim 4.0 patient interface , s/n: (B)(6) imdrf codes: fdm b01, fdr c19, fdc d14 and img g02005. H3: product analysis for patient interface (s/n (B)(6): could not verify the customer's allegation of not working properly, the unit presented with the updated software ((v1.4.3) and fully charged batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid lobectomy and lesion head neck procedure, the patient interface had fault, not working correctly with the console. There was no patient impact.

Manufacturer narrative:
B5: new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was nothing wrong with the patient interface or the console it was connected to.